Manufacturer narrative:
The insulin pump after power up, the lcd display had a white spot in the upper right hand corner. The insulin pump passed displacement test; it failed sleep current measurement, active current measurement, and self tests. Upon further review of the unit's interior, there was heavy corrosion pretty much everywhere on the electronic assembly. The insulin pump received has a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.

Event description:
Customer reported via phone call that the insulin pump had blank screen. Customer's blood glucose level was 96 mg/dl. Customer states the display was not blank less than 30 seconds. Customer stated that the display was blank currently. Display returned after insulin pump restart. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.